Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a general practitioner and describes the occurrence of peritonitis ("inflammation of pelvic peritoneum on salpingitis"), salpingitis ("acute bilateral salpingitis, related to tubal sterilization in (B)(6) 2014"), fallopian tube abscess ("acute bilateral salpingitis with abscess, perforation") and fallopian tube perforation ("acute bilateral salpingitis with abscess, perforation") in a (B)(6) female patient who had essure inserted for female sterilization. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced peritonitis (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required), fallopian tube abscess (seriousness criteria hospitalization and intervention required) and fallopian tube perforation (seriousness criterion hospitalization). At the time of the report, the salpingitis, fallopian tube abscess and fallopian tube perforation outcome was unknown. The reporter considered fallopian tube abscess, fallopian tube perforation, peritonitis and salpingitis to be related to essure. The reporter commented: inflammation of pelvic peritoneum on salpingitis related to tubal sterilization in (B)(6) 2014. No at-risk sexual behaviour that could potentially have caused salpingitis. Acute bilateral salpingitis with abscess, perforation. Hospitalisation of patient for treatment. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: peritonitis. The analysis in the global safety database revealed 10 cases. Salpingitis. The analysis in the global safety database revealed 56 cases. Fallopian tube abscess. The analysis in the global safety database revealed 6 cases. Fallopian tube perforation. The analysis in the global safety database revealed 592 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2017: device evaluation received company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 02-may-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of peritonitis ("inflammation of pelvic peritoneum on salpingitis"), salpingitis ("acute bilateral salpingitis, related to tubal sterilization in (B)(6) 2014"), tubo-ovarian abscess ("acute bilateral salpingitis with abscess, perforation") and fallopian tube perforation ("acute bilateral salpingitis with abscess, perforation") in a (B)(6) female patient who had essure inserted for female sterilization. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced peritonitis (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required), tubo-ovarian abscess (seriousness criteria hospitalization and intervention required) and fallopian tube perforation (seriousness criterion hospitalization). At the time of the report, the salpingitis, tubo-ovarian abscess and fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation, peritonitis, salpingitis and tubo-ovarian abscess to be related to essure. The reporter commented: inflammation of pelvic peritoneum on salpingitis related to tubal sterilization. In (B)(6) 2014. No at-risk sexual behaviour that could potentially have caused salpingitis. Acute bilateral salpingitis with abscess, perforation. Hospitalisation of patient for treatment. Further company follow-up with the regulatory authority is not possible. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced inflammation of pelvic peritoneum (considered as peritonitis) on salpingitis, acute bilateral salpingitis, related to tubal sterilization in (B)(6) 2014, acute bilateral salpingitis with abscess (considered as tubo-ovarian abscess), perforation (considered as fallopian tube perforation). She was hospitalized for treatment. All these events are regarded as anticipated according to the reference safety information for essure. Pyosalpinx, also referred as tubo ovarian abscess, is an inflammatory mass involving the fallopian tube, ovary, and, occasionally, other adjacent pelvic organs. These abscesses typically result from upper genital tract infection (complication of pelvic inflammatory disease). While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, the events occurred about a year after essure insertion. The occurrence of fallopian tube perforation could have led to pelvic infection. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident due to serious injury and hospitalization required. Further information and product technical analysis are being sought.